Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting high and undefined pacing impedance and high thresholds. The lead was also oversensing noise and undersensing r-waves. The lead was reported to have fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.